Event description:
The customer complained two cryomacs freezing bags that broke during thawing. The customer did not use a overwrap bag or a freezing casette. The freezing procedure with a controlled rate freezer was not validated by the customer for this type of bags. The bag was stored without overwrap bag and metal casette. Both measures raise safety of the cryomacs bag. For both lots the complaint rate regarding breakage is below 0.01%.